Event description:
It was reported that, during an unspecified surgery, the handpiece passed the characterisation test; however, the range check number was 0/1185 (1158) allowing the bur to extend past the normal threshold. It was proceeded to use this handpiece during the case. Surgery was not delayed. The patient was not harmed. Investigation results determined that snaplock needs more shims.

Manufacturer narrative:
H10: the device, used in treatment, was returned for investigation. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications prior to being released for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the relationship between the device and reported event. Handpiece characterization was run on the returned handpiece and it passed the first part of the test, however it did not pass the second test because the snap lock traveled further than the expected length on the lead screw. It appears that the snap lock needs more shims. The gear on the snap lock was visibly moving during characterization, further confirming the lack of shims. The malfunction is likely due to expected wear / tear and no corrective actions were initiated for this issue.